Event description:
The patient was raking leaves when he received an appropriate shock which converted the arrhythmia. He accidently hit his device very hard with the rake. Several minutes after an egm was stored indicating ventricular noise, and an alert of output circuit damage was given. It was determined that the noise was coming from the device. The device was explanted. The lead tested normal with new device.

Manufacturer narrative:
The field experience of output anomaly was confirmed. The device was interrogated and an alert message of output circuit damage was noted. An arc mark was observed on the ICD can. Analysis indicated the presence of lead material. It is believed that during a high voltage therapy delivery, the lead arced to the can. The arcing damaged the device's high voltage output circuitry.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device was explanted after an implant duration of approximately 17.6 months. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to dehiscence, perivalvular leak, and possible cx (-) endocarditis. It was also noted that 2/3 of valve sepatated from tissue and thrombus covering the annulus and the mitral valve ring.